Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device longevity calculator was adjusted based on memory, this calculation gave a 82% of nominal longevity. During analysis of the field allegations, it was revealed that the daily measurement showed auto threshold values after elective replacement time (ert) was declared. The root cause of this device firmware issue could not be determined. Boston scientific has created a corrective action preventative action (CAPA) to investigate this issue. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and was returned for routine testing. Initial evaluation identified a potential issue with device longevity.